Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that during a minimally invasive l5-l4 fusion, the surgeon was not comfortable with the navigation accuracy during the second pedicle access kit (pak) needle placement. The surgeon was not specific about how much inaccuracy there was or what direction, he just ¿wasn¿t comfortable¿ with the accuracy of the system. The surgeon asked for the imaging device to be removed and continued with using c-arms. The perc pin was checked for potential movement, but it was inconclusive. The surgery was completed and there was no impact on patient outcome. The medtronic representative reported that the surgeon was rather inexperienced with the imaging and navigation devices.